Manufacturer narrative:
A review of the event was conducted by an intuitive surgical, inc. (Isi) medical officer and the following additional information was provided: "during an ion biopsy, patient had a cardiac arrest and the procedure was aborted. Pneumothorax was ruled out. Intuitive surgical inc. (Isi) has made multiple attempts to obtain additional information; however, as of the date of this report, no new information has been obtained. Bronchoscopy and biopsy is a minimally invasive procedure with a low complication rate and rarely associated with fatal complications. In a multicenter prospective study of 20,986 bronchoscopies the total number of any complications was reported to be 227 (B)(4) with 4 total deaths (B)(4). A multicenter study reported 13 (B)(4) complications with no deaths associated with 581 cases. A prospective multicenter international study of 1,215 reported 1 associated death (B)(4). Another survey-based study of 103,978 bronchoscopies described 71 cases (B)(4) of associated cardiovascular events. A recent meta-analysis of navigational bronchoscopy in 10,381 patients reported an overall adverse event rate of (B)(4) with 1 death. A case series of ion robotic assisted bronchoscopies published after the meta-analysis including 415 cases reported no deaths. There was no allegation of a malfunction of the ion system, instrument or accessories associated with the reported complication. The available data suggests that the ion system did not contribute to the adverse event but it is possible the adverse event was related to the procedure including anesthesia in a patient with underlying cardiovascular co-morbidities. Attempts at obtaining further information has been unsuccessful. Facciolongo n, patelli m, gasparini s, et al. Incidence of complications in bronchoscopy. Multicentre prospective study of 20,986 bronchoscopies. Monaldi archives for chest disease. 2009;71(1). Ost de, ernst a, lei x, et al. Diagnostic yield and complications of bronchoscopy for peripheral lung lesions. Results of the aquire registry. Am j respir crit care med. 2016;193(1):68-77. Folch ee, pritchett ma, nead ma, et al. Electromagnetic navigation bronchoscopy for peripheral pulmonary lesions: one-year results of the prospective, multicenter navigate study. Journal of thoracic oncology. 2019. Kops sep, heus p, korevaar da, et al. Diagnostic yield and safety of navigation bronchoscopy: a systematic review and meta-analysis. Lung cancer. 2023. Brownlee ar, watson jjj, akhmerov a, et al. Robotic navigational bronchoscopy in a thoracic surgical practice: leveraging technology in the management of pulmonary nodules. Jtcvs. 2023."

Event description:
It was reported that during an ion endobronchial lung biopsy procedure, the patient coded and experienced cardiac arrest; therefore, the procedure was aborted. While in the ICU, the patient was stable and there was no evidence of pneumothorax. The physician believed the event was cardiac-related and not related to the ion system. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred. The following information is unknown: the patient's cardiac/medical history, the cause of the cardiac arrest, and what medical intervention was rendered due to the complication. Intuitive surgical inc. (Isi) has made multiple attempts to obtain additional information; however, as of the date of this report, no new information has been obtained.